Event description:
Update swit (B)(6) 2024: further information was provided that during a revision surgery on (B)(6) 2024 the plate was removed out of patient and was replaced by a new plate made of titanium from another manufacturer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that five weeks after surgery the patient felt a cracking in his collarbone. There was a plate fracture in the 5th gliding hole of the medial clavicle plate. ***update (B)(4): in addition, the plate remains in the patient for the time being. He doesn't want an operation. Regarding disabilities: his collarbone fracture has not healed. As a result, he has pain, but no more pain than before.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.